Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored ventricular episodes with therapy delivered. A review of the episodes were requested as there were concerns with undersensing. It was determined that the patient was in the hospital and intubated at the time for another reason. The patient has a history of ventricular tachycardia (vt). The review of the stored episodes revealed brief durations of oversensing and undersensing during a conducted ventricular arrhythmia. The arrhythmia accelerated from a vt to ventricular fibrillation (vf) in which the device provided therapy; however, was unable to convert the arrhythmia and therapy became exhausted. The patient required external cardioversion. The patient's right ventricular (rv) lead was exhibiting low amplitudes measuring 2 millivolts and a low pace impedance of 300 ohms. Technical services (ts) discussed troubleshooting and programming optimization options. At this time, the patient is very sick therefore, the physician is not planning to intervein at this time. This device system remains in-service. No additional adverse patient effects were reported.